Manufacturer narrative:
The impella cp, introducer, and guide wire were discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp. The physician reported resistance while inserting the 14frx 13cm oscor introducer which resulted in bleeding from the insertion site. Following the placement of the introducer, the pump was inserted over the guide wire without issue, however, physician experienced resistance when removing guide wire, resulting guide wire breaking off inside the patient. The patient's bleeding was treated with a blood transfusion of at least 3 units. The guide wire fragment remained in the patient and the impella was used with positive hemodynamic support, however, patient expired after being withdrawn from care and the wire was not retrieved. The patient's cause of death was due to multiple organ failure and not related to the impella or the introducer. There was no abnormality or damage noted with either the wire or introducer, prior to usage. The patient's anatomy was noted as a non-factor with "good anatomical conditions."